Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.